Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) produced an "aic error / switch to backup controller" message during a routine check. There was no reported patient involvement.

Manufacturer narrative:
The device was not returned, but the investigation for the reported controller error (yellow alarm) has been completed with data provided. Console logs from the reported day of event are consistent with complaint and show controller error alarm #24 due to loss of communication with kbd. The issue was resolved after power-cycling the console. When console was received at the lab and inspected, a damaged connector on the kbd assembly was discovered. The cause of the controller error alarm was communication glitch/loss between kbd and 4-in-1 due to compromised connector on the kbd assembly. The cause of connector damage was not determined. This report is being filed as part of a retrospective review of historical records.